Event description:
Customer reports taking humalog based on blood glucose result of 300 mg/dl; customer reported low blood glucose symptoms, and 20-30 mins later obtained a result of 40 mg/dl on professional meter. Customer then reportedly received result of 300 mg/dl on the advantage system within 10 mins of the result of 40 mg/dl. Customer was treated with glucose injections, an IV, and food, and symptoms improved. Requested return of suspect device, however, the test strips have been discarded; replacement was sent.